Event description:
Philips healthcare received a complaint from a (B)(4) supplier detailing a smart monitor 2 infant apnea monitor stopped alarming during testing. The device was not on a patient and no harm was alleged.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.